Event description:
It was reported the patient's blood glucose level rose to 409 mg/dl while wearing the pod between 25 and 36 hours. The pod's cannula was found to be dislodged. It was reported by the patient that the needle deployed the cannula into the skin and the pink slide moved forward when the pod was activated but when removed from the infusion site the cannula was no visible; this indicates a needle mechanism failure. Treatment details were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.